Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip extra care with poliseal (zinc free formula).

Event description:
Bacteria is setting up in there, dry mouth, came down with thrush mouth or a fungus infection, tongue looking funky, mouth foaming, irritation on his tongue, on his left check on the inside of his mouth he noticed a black growth. Case description: this case was reported by a consumer and described the occurrence of oral bacterial infection in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2017, the patient started super poligrip (unspecified zinc free variant). In (B)(6) 2017, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced tongue irritation. On (B)(6) 2017, the patient experienced oral disorder. On an unknown date, the patient experienced oral bacterial infection (serious criteria gsk medically significant), dry mouth, oral fungal infection, tongue disorder, foaming at mouth and product complaint. The patient was treated with acetic acid (vinegar). Super poligrip (unspecified zinc free variant) was continued with no change. On (B)(6) 2017, the outcome of the oral disorder was recovered/resolved. On an unknown date, the outcome of the oral bacterial infection, dry mouth, oral fungal infection, tongue disorder, foaming at mouth, tongue irritation and product complaint were unknown. The reporter considered the oral bacterial infection, dry mouth, oral fungal infection, tongue disorder, foaming at mouth, tongue irritation, oral disorder and product complaint to be related to super poligrip (unspecified zinc free variant). Additional details, the consumer reported the following on (B)(6) 2017. The consumer reported he had been super poligrip denture adhesive cream variant not specified for a couple of months now because efferdent was not holding his partial in. He came down with thrush mouth or a fungus infection. He was given a couple of things (not clarified) to clean it up and it did not. He puts the super poligrip on his partials in the morning. Then he eats breakfast, dinner and supper. The bacteria was setting up in there and he guesses that was caused it. The consumer reported the product was hard to get out at the end of the day. He said the product was holding. It was holding the food particles in which causing bacteria which caused either the fungus infection or thrush. His dentist recommended vinegar and water a couple of times a day to clear it up. The dentist advised him to keep his partials out for a couple of days to try and get rid of the bacteria. They said leaving the partials in all day could be causing the bacteria. The consumer only takes his partials out at the end of the day at around 8:00 pm at night. His mouth was dry all of the time from the bacteria. Follow up information was received on 31 march 2017. The consumer reported he called about his tongue looking funky. He started using super poligrip extra care back in (B)(6) 2017 and that was when my tongue started getting like that. His doctor told him it was the product and to get off of it. The dryness starts in the morning as soon as he put it in. It starts oozing a little bit when he put it in which was in the morning. That was when the dry mouth starts. Then his mouth starts foaming all day long like saliva. It oozes out of the partial and gets in the back of his mouth. He gets dry mouth and saliva. He could not get rid of the irritation on his tongue. He had tongue irritation for three months now. He started using his current tube on (B)(6) 2017 which he was still using. His tongue became irritated in (B)(6) 2017. He had an appoint with his "pcp" on thursday. On his left check on the inside of his mouth he noticed a black growth which was on (B)(6) 2017. It disappeared on (B)(6) 2017. The doctor said he could see where it was. He did not know what caused the growth. He went to an eye, nose and throat (ent) doctor and family doctor. His tongue was still irritated on both sides. He was using polident for partials clean and protect to soak his partials but he said it was the super poligrip extra care caused the events. He said his mouth was foaming during the day. Action taken with super poligrip extra care was with drawn.